Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: altrx +4 neut 36idx52od; articuleze m head 36mm +8.5; unknown hip femoral stem; unknown hip acetabular cup. Initial reporter occupation: non-healthcare professional.

Event description:
Ppf and sticker sheet received. Ppf alleges dislocation with closed reduction and elevated metal ions. After review of medical records for the MDR reportability, patient underwent closed reduction of dislocation right hip on (B)(6) 2011. Doi: (B)(6) 2011; dor: unknown; (right hip) second revision. (B)(4); (right hip) first revision.